Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2014 with the following findings: the reported intermittent response issue with keypad buttons was not confirmed or duplicated during testing. All of the keypad buttons were found to be responsive to button presses. The keypad buttons were found to have normal spring back and click. There was no damage found to the keypad. The keypad cover was removed and there was no contamination found under the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.